Event description:
The surgeon inserted a cc4204bf coolamer plate lens and the lens tore. The lens was removed with no patient injury, no incision enlargement or sutures. This is one of the three lenses the surgeon attempted to insert into this patient. See mfg report #2028826-2006-00110 and #2023826-2006-00111.